Event description:
It was reported that during device unpackaging the mini vision stent delivery system (sds) stent implant was noted to be off the balloon. The stent could not be located in any of the packing materials and it is felt there was no stent on the balloon when received. There was no patient involvement; the device was not used. A second mini vision sds, same size and lot number was used in the right coronary artery (rca) procedure and during advancing the device in the anatomy without noted resistance, calcification or tortuousity, the stent was delivered to the lesion, however, before initial balloon inflation the stent dislodged off the balloon and lodged in the vessel. A trek and nc trek dilatation catheter with a prowater guide wire were used to deploy the stent in the target lesion without incident. There was a reported clinically significant delay in the procedure time due to the device issue. There was no reported adverse patient effect. Additional vessel interventions were preformed unrelated to the rca and the procedure was completed. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mini vision stent delivery system (sds) was not returned for analysis which may have aided in the investigation and determination of cause. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. Additional treatment was used to deploy the dislodged stent in the target lesion causing a delay in the procedure. A device lot history record review revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot revealed no similar incidents reported for stent dislodgements. All stent delivery systems are visually inspected for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. The other multi-link mini vision is being filed under a separate MFR number.